Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a recurrence of seizures, which led to hospitalization from on (B)(6). Following an increase in stimulation from 2.0 to 3.0 by a healthcare provider, the patient began experiencing shortness of breath, struggling to breathe, and involuntary reflexive breath holding occurring every three minutes. The patient also reported immediate discomfort after the stimulation adjustment. Device-related issues included a non-functioning communicator and an inability to adjust therapy settings. Troubleshooting steps included reviewing communicator reset procedures and successfully pairing the communicator to the implantable neurostimulator, though the patient was unable to adjust therapy settings until enabled by the healthcare provider. Pulse oximetry was checked with good results. The patient was redirected to their healthcare provider for further management.